Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the rear of the charger circuit board was charred. The technician also found signs of fluid intrusion into the power supply battery charger. The technician replaced the power supply, repaired the damaged connections, and sealed all shroud and base seams with rtv sealant. The user facility likely did not properly reseal the table after conducting maintenance activities and/or used fluid in excess of the ipx4 rating resulting in the reported event. The 4085 surgical table is designed to meet ipx4 fluid resistance standards, and the normal fit of the table covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 standard, it is the user facility's responsibility to ensure the table is properly draped and/ or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly." The operator manual further states, (5-10), "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." The technician tested the table, confirmed it to be operating according to specification, and returned it to service. Steris will offer in-service training to the user facility on the proper use and operation of the 4085 surgical table, specifically on proper draping and/or fluid management practices. No additional issues have been reported.

Event description:
The user facility reported that at the start of a patient procedure, their 4085 surgical table emitted an "electrical" burning smell and small amount of smoke. The patient was transferred to a different table which caused a delay in the completion of the procedure. The procedure was completed successfully; no report of injury.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.